Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was determined to be caused by smart device platform/os. No additional event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and failed. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed.the probable cause was a defective transmitter. The reported event of loss of connection is reportable based on the finding of the defective transmitter. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.